Event description:
It was reported that the ventricular high rate episodes appeared to be due to noise on the right ventricular (rv) lead. Small r-waves were seen in bipolar polarity and was reprogrammed to unipolar since last interrogation session. Some oversensing was seen during isometrics. The lead remains in use in unipolar. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).